Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the patient was able to unlock the pca pump with a key they acquired from an unknown source. After opening the pca, the patient self-administered the morphine from the pca. Follow the event, a note was made in the patient medical record to not use a pca with this patient. There was patent involvement but no patient harm.